Manufacturer narrative:
Product ID 37601, serial# (B)(4), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that there was no neurostimulator in the box and that the box was empty. Please refer to manufactures report # 9614453-2013-01438 for additional information on a related event.